Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: 2310017. Batch creation: 2023-09-26. Batch expiration: 2028-09-30.

Event description:
Abnormality on the sterile packaging. It looks as if the pack has been subjected to excessive thermal stress.

Event description:
Abnormality on the sterile packaging. It looks as if the pack has been subjected to excessive thermal stress.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one tray from lot 2310017 was provided to our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. A device history review was performed for the reported lots 2310017 and 2311125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Both packaging and sterilization records were reviewed and verified equipment was operating within specified limits. Retained samples of the reported lots were used for additional evaluation. The trays were inspected and were found to be visually damaged, as also seen in the sample provided. Pressurized testing was performed on both the returned product and retained samples, there was no holes or other damage within the trays, confirming the sterility is maintained. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.